Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "capsular contracture" baker grade unknown.

Event description:
Physician reports "capsular contracture" baker grade unknown against an unknown side device. The device remains implanted.